Event description:
The customer alleged that there was oil mist haze coming from the top of the machine during the vacuum stage about 10-11 minutes. There were no physical injuries reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - the actual component evaluated at the customer site. The fse found oil mist coming from machine. The fse replaced oil return solenoid, oil filter, and catalytic converter. The fse ran an empty chamber. Machine meets manufacturing specifications.